Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was experiencing "problems" at the stoma site, including chronic redness. Caregiver reported that the device is "unfavorably positioned in a skin fold" on the abdomen. The patient has been treated with unknown topical and oral antibiotic, completed on (B)(6) 2025, and continues to use an unknown topical ointment. The stoma site is recovering. The device remains implanted.